Manufacturer narrative:
Insulin pump received with compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed unexpected restart alarm error test, self-test, passed all operating currents tested within the specification range, and passed off no power test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus history anomaly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, and minor scratches on display window noted.

Event description:
Customer reported via phone call of not being able to prime due to compromised force sensor alarm. Customer's blood glucose was 199 mg/dl. Customer reported that easy bolus delivered into the air was not recorded in bolus history. Customer was advised that insulin pump would need to be replaced.